Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The clinical engineer visually inspected the severed driveline and noted that the driveline was completely severed and had significantly frayed wires at the break. The driveline appeared slightly darkened from the exit site to the break. No other damage was noted. The patient was prepped for the procedure with a heparin bolus and was reportedly stable throughout the procedure. Device still implanted.

Event description:
It was reported that the patient severed the driveline to the ventricular assist device (vad). The patient reportedly got up in the morning to walk to the bathroom and felt fine. When he finished, he started to "feel weird" and heard the suction alarm. The patient reportedly fell and hit his head. A critical vad stopped alarm sounded and the patient and his wife exchanged the controller. After exchanging the controller, they realized that the driveline had been severed and they called 911. The patient was admitted to the hospital and placed on heparin and dobutamine. A clinical engineer from the manufacturer went to the hospital and spliced the driveline to reconnect the pump and the controller. The pump was restarted without incident. The patient's total off pump time was eleven (11) hours. It was reported that the patient tolerated the off pump time well. The device was not explanted and so will not be returned to the manufacturer for evaluation.